Event description:
It was reported that the customer used a third-party filter for the endoscope reprocessor washer. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.